Event description:
New information received notes the atrial lead was capped and replaced (B)(6) 2021. There were no patient consequences before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, multiple auto mode switches (ams) due to atrial lead noise oversensing were observed. Noise reversions were also noted. Lead checking when the patient presented for a device change was mentioned. The patient¿s condition was stable.